Event description:
On 11/05/1997 an emergency catheterization procedure was performed on a patient who was unconscious and who had very low blood pressure (with scarcely and palpable pulse as a result); following coronary angiography, the puncture site on the right was closed with an angio-seal device. On 11/11/1997 the patient complained of her right leg being cold; an angiography was performed which revealed a "nearly complete occlusion of the previous puncture site." In addition, numerous collateral vessels were found, indicating with a high degree of certainty that the occlusion was preexisting deployment of the angio-seal device; however the physician is of the opinion that this occlusion may have been "intensified, but not caused, by angio-seal." A second procedure was peformed with stent placement in the occluded area. Following this procedure the patient was noted to be in good condition with palpable pulses.